Event description:
Philips received a complaint on the v60 ventilator indicating that the device was exiting standby mode. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device was exiting standby mode on its own without a patient being connected. This investigation is ongoing.

Manufacturer narrative:
(B)(6).